Event description:
Philips received a complaint on the efficia dfm100 indicating that device is not switching on. The fse evaluated the device and found there is no ac mains indicator. The device needs an ac power module. An ac power module is being sent to the customer for their installation. No further action is required at this time. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.